Manufacturer narrative:
Manufacturer's investigation findings: the reported event of a damaged mobile power unit (mpu) was confirmed via the returned unit. The mpu (serial number (B)(6) was returned and evaluated at the service depot. The unit was observed and immediately, the bite marks in the patient cable were observed which could have contributed to the damaged mpu issue. The patient cable was replaced with a new working cable and the unit was run for several days without issue. A full functional checkout was performed on the unit and passed all steps without issue. The unit was returned to rental stock and the patient cable with the bite marks on it was forwarded to product performance engineering (ppe) for analysis. The cable was analyzed by ppe and the bite marks were confirmed. The cable was inserted into a known working test unit and the mpu would not turn on, indicating that the damaged patient cable was preventing the unit from receiving voltage. Several underlying wires were exposed and severed indicating an open loop. No further testing was completed at this time. The root cause of the reported event could not be determined through this analysis; however, the bite marks from a pet could have contributed tot he event. Heartmate ii instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate ii patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 28apr2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit was damaged.